Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-07884. It was reported the patient is complaining of numbness and weakness in the legs. The patient stated she feels stimulation present in both legs when the scs system is off. However, when the system is turned on the patient feels pain at the thoracic lead site. An impedance check revealed low impedance values on multiple lead contacts. As such, the patient will undergo surgical intervention as the next course of action.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-07884. Follow-up information revealed the patient underwent surgical intervention wherein the scs system was removed.